Event description:
It was reported that the laser fiber broke during the ureteroscopy procedure. It looked like the broken part was contained within the sheath of the scope. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Correction to field h6: evaluation conclusion code.

Event description:
It was reported that the laser fiber broke during the ureteroscopy procedure. It looked like the broken part was contained within the sheath of the scope. The procedure was completed with another device. There were no patient complications.